Event description:
Literature was reviewed regarding transvenous lead extraction (tle) in patients with abandoned leads. The authors described patients that underwent tle due to infection, which included local infection, bacteremia, and endocarditis, venous stenosis, venous occlusion, and other unknown reasons. There were three patient deaths related to the procedures due to cardiac tamponade: two cases due to atrial appendage rupture and one case due to right atrium-inferior vena cava junction tear. There were other in-hospital deaths; two deaths secondary to refractory cardiogenic shock, others related to septic shock, and other unknown causes. There were other patients who experienced major complications related to procedures which included cardiac tamponade which required pericardiocentesis or surgical intervention, severe tricuspid regurgitation which required valvuloplasty or valve replacement, massive pulmonary embolism, which was surgically excised, paradoxical embolism-induced acute cerebral infarction which was treated with thrombolysis, and an acute cerebral hemorrhage which was treated with conservative management. Additional complications included worsening tricuspid valve function, venous thrombosis, pericardial effusion which did not require pericardiocentesis, pneumothorax, pulmonary embolism, and bleeding which required blood transfusion. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: procedural outcomes of transvenous lead extraction in patients with abandoned leads: experience from a large single centre. Europace. 2025. 27, euaf109. Doi: 10.1093/europace/euaf109. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.